Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer stated; both the image and video provided appear to be taken at the same or similar time post deployment, and captures the same view of the fully deployed clip with no cds in view. The clip arms appear to be open to ~30 - 40 degrees; this is an estimation based on visual assessment with the naked eye and the clip arm angle cannot be confirmed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened can be made. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked (cowl) post deployment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. One clip was implanted successfully. However post implantation it was noted that with each heartbeat the clip opened from closed to approximately 20-30 degrees. Despite this issue, the clip remained stable on both leaflets reducing the mr to a grade of 1. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).